Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05378. It was reported that pericardial effusion with tamponade occurred and the patient died. It was reported that a perforation, pericardial effusion with tamponade and death occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A 24mm watchman ® laa closure device & delivery system was advanced into a watchman ® access system and positioned for deployment. "The trend tension of the sheath system was big." When the physician released the closure device, the wall of the laa was perforated. A pericardial effusion with cardiac tamponade occurred. The physician performed a pericardial fluid aspiration, but it was unsuccessful. The patient was sent for thoracotomy surgery to repair the laa. At this time the patient¿s heart rate and blood pressure returned to normal. The physician ligated the laa. Post procedure, the patient's vital signs were stable, but she did not regain consciousness. The following day, the patient died.

Manufacturer narrative:
Upn - search: updated from unk727 - watchman delivery system - cmc - (B)(4) (intervent cardio) - (B)(4)- fg watchman laa closure devic,24mm,(B)(4)- (B)(4). (B)(4). Device evaluated by MFR: returned product consisted of the watchman delivery system (wds) along with watchman access system (was) on related complaint. Blood was on the device as received. The implant was deployed and connected to the core wire. The implant was measured to be 24mm. The hub, shaft, tip, markerband, core wire, and implant were microscopically examined. There were numerous kinks throughout the shaft of the wds. The wds tip was damaged. There was anchor damage on the implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05378. It was reported that a perforation, pericardial effusion with tamponade and death occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A 24mm watchman ® laa closure device & delivery system was advanced into a watchman® access system and positioned for deployment. "The trend tension of the sheath system was big." When the physician released the closure device, the wall of the laa was perforated. A pericardial effusion with cardiac tamponade occurred. The physician performed a pericardial fluid aspiration, but it was unsuccessful. The patient was sent for thoracotomy surgery to repair the laa. At this time the patient's heart rate and blood pressure returned to normal. The physician ligated the laa. Post procedure, the patient's vital signs were stable, but she did not regain consciousness. The following day, the patient died.